Manufacturer narrative:
Concomitant medical products: evproplus-26us valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an out of range, low impedance warning. The ra lead remains in use.  No patient complications have been reported as a result of this event.